Event description:
The customer reported that during an htlv I/ii assay, a sample barcode was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field svc engineer was dispatched.